Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead fracture was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-00939. It was reported that the patient experienced ineffective therapy due to a lead fracture on one lead. In turn, the patient underwent surgical intervention wherein the fractured lead was explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.